Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally granulation tissue was found at explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Affected channels were seen. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to incident report from the clinic, the user was re-implanted due to a seroma.